Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report. Typo mistake in product literature.

Event description:
The hips product manager for stryker (B)(4), reported that there is a mistake in the trident acetabular system hemispherical surgical protocol. Mr (B)(4) reports that on page 18 of the protocol, in the trident hemispherical ha cluster shells table, shell sizes 44 to 50 mm are shown incorrectly as having 5 screw holes, when in fact they have only 3 screw holes. Mr (B)(4) further reports that only shells 54mm and above have 5 screw holes whereas all shells 50mm and less have 3 holes. This error was also noticed in the trident acetabular system product reference guide (B)(4). This was raised under (B)(4).

Manufacturer narrative:
An event regarding a typo in the trident hemi protocol was reported. The event was confirmed. Device evaluation not performed as the reported product was not returned. Evaluation of the reported product currently in stock confirmed the reported event. A device history review not performed as the product does not have a specific lot code. The investigation confirmed the reported event and it was identified in the trident acetabular system hemispherical surgical protocol lsp69 on page 18 of the trident hemispherical ha cluster shells table, shell sizes 44 to 50 mm are shown incorrectly as having 5 screw holes, when, in fact, they have only 3 screw holes. Only shells 54mm and above have 5 screw holes, whereas, all shells 50mm and less have 3 holes.

Event description:
The hips product manager for stryker (B)(4) reported that there is a mistake in the trident acetabular system hemispherical surgical protocol (reference: lsp69). (B)(4) reports that on page 18 of the protocol, in the trident hemispherical ha cluster shells table, shell sizes 44 to 50 mm are shown incorrectly as having 5 screw holes, when in fact they have only 3 screw holes. (B)(4) further reports that only shells 54mm and above have 5 screw holes whereas all shells 50mm and less have 3 holes. This error was also noticed in the trident acetabular system product reference guide (reference: lx3prg). This was raised under (B)(4).